Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm and bad battery alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer reported they received an alarm for unexpected restart. A cold reset was performed. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.